Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and the right ventricular (rv) lead exhibited undefined impedance qualified as high and a polarity switch. It was also reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The ipg was explanted and replaced. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.